Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was treated with intraperitoneal vancomycin hydrochloride for 15 days (dose and frequency not reported). The cause of the peritonitis was a break in aseptic technique. Dianeal therapy was ongoing. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was retrained on proper connect/disconnect method and aseptic technique. At the time of this report, the patient was recovered from this peritonitis event. No additional information is available.